Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not hold the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a loose grip cable at the grip hub. The instrument failed an intuitive imprecise motion test and the clip test. The probable root cause of a loose grip cable is attributed to a loss of cable tension which may have resulted from a stretched cable. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).